Manufacturer narrative:
A steris service technician inspected the steam generator and found a leaking gasket on the steam generator's heating element. The technician installed a new gasket and bolts and confirmed the unit to be operational; no further issues have been reported.

Event description:
The user facility reported that steam and water was leaking from their steam generator. No injuries or procedural delays/cancellations reported.